Event description:
In an article titled "percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", a study was evalualuated of 52 patients. A total of 12 patients were excluded from the study, leaving 40 for subsequent follow-up. The following was reported in the results. -16 pmma leak: fractured vertebra -34 pmma leak: intact vertebra -3 pmma emboli -1 csf leakage -1 case of superficial wound infection at one of the incisions with (B)(6). This was treated by suture removal, drainage and IV antibiotics for 3 weeks. No further information was reported. Note: article indicated pmma (confidence, disc-otech, (B)(4) or kyphex, medtronic, USA) and balloon kyphoplasty (kyphon/medtronic, USA) used in this study; however, information on pmma associated with the adverse events were not provided and could not be confirmed.

Manufacturer narrative:
The average age was (B)(6). Of the 40 patients, 12 were male and 28 were female. Events reported in this article are reported in MFR report # 2953769-2012-00005 and 2953769-2012-00006. Article titled "percutaneous augmented instrumentation of unstable thoracolumbar burst fractures", by nimrod rahamimov, hani mulla, adi shani, shay freiman. Method: follow-up with author. The average weight was (B)(6).